Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip moving post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (xtw 20126r172) was implanted; however, post deployment the clip opened from approximately 15 degrees to more than 30 degrees and an increase in mr was noted. A second clip (xt 10722r232) was implanted medially to stabilize the first clip. A third clip (nt 10816r143) was implanted laterally to the first clip reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip moving post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (xtw 20126r172) was implanted; however, post deployment the clip opened from approximately 15 degrees to more than 30 degrees and an increase in mr was noted. A second clip (xt 10722r232) was implanted medially to stabilize the first clip. A third clip (nt 10816r143) was implanted laterally to the first clip reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.